Event description:
V60 bipap failed. Screen went black and the following message was seen: pcba adc fail. The number 1006 was above message.patient was in bipap when machine stopped functioning. The patient was removed and placed on another machine. The patient was fine during the transfer. The machine was removed from service and brought to biomed for their reveiw and repair.